Event description:
It was reported that balloon detachment occurred. A 9.0 x 80, 75cm mustang balloon catheter was used to dilate the lesion. The complaint device was dilated at 25 atmospheres and it broke above the metal ring and could not be removed. The physician pushed it into the duodenum hoping it could be naturally evacuated. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).